Event description:
Customer reported a motor error alarm during a bolus. The blood glucose reading was 582 mg/dl. Customer treated with manual injection and brought the reading down to 486 mg/dl. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.